Event description:
Collagen peeled off from the graft prior to implantation. Graft was not implanted and was returned to the manufacturer. Physician used another graft and successfully completed the surgical procedure. No add'l info was provided.